Manufacturer narrative:
A baxter technician evaluated the device on 3/21/2007 and found that the storage battery was not supporting the power. The technician replaced the battery and the low level power switch. The technician checked the operation of the power switch, the battery, and the charging system of the accura. The accura was verified by the technician to be operational and within specifications. The accura was returned to service at the facility. Complaint # 30135058.

Event description:
A customer reported a power failure without alarm on an accura device and being unable to turn on the unit once the power was restored. The unit was in recirculation mode and no patient was connected at the time of the event.